Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. On the night of (B)(6) 2025, the patient experienced a signal loss with their dexcom continuous glucose monitoring (cgm) device, resulting in no glucose readings. Unaware of his actual blood glucose levels due to the signal interruption, the patient continued eating and administered 40 units of insulin. On the morning of (B)(6) 2025, once the cgm signal was restored, the patient used a bg meter and noticed a discrepancy of more than 20 mg/dl compared to the cgm readings. Exact values could not be confirmed, as the patient was unavailable during the report and the caller did not have the information. Later that day, the patient began experiencing severe cramping in his legs and arms, suspected to be due to lactic acid buildup, and collapsed. Emergency services were called, and upon arrival at the hospital, the patient was administered four IV solutions to stabilize his condition. Attempts to contact the patient via phone and email were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of more than 20 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.